Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. I was about to put the first one on the stitch when the needle came off the thread. The needle was left in the patient's gum; the wire was loose. No knots had been made yet, so the wire had not been tightened at all. Vicryl rapide 4-0. The needle pierced the patient's gum, so it had to be disposed of in a sharpening waste. The batch number recovered from the packaging. No one was hurt, that is, no immediate consequences, except for startlings. If the needle had fallen into the patient's throat, for example, the outcome could have been serious. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any medical or surgical intervention performed (e.g., product removal, re operation, re suturing, re closure, or drainage) at the pierced site? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. Can you identify the lot number of the product involved? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.